Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting loss of capture in the ventricle. Atrial capture was normal. The patient was 'symptomatic'. The physician elected to explant the ipg and bipolar lead, model 4269 sn 279763.

Manufacturer narrative:
Event conclusion: cpi analysis found that the device paced and sensed normally and passed automated electrical measurements. A microscopic visual inspection of the lead barrels noted no irregularities which could have contributed to a loss of capture. Additionally, the device's output parameters met specifications. The lead returned with the device was also analyzed. A microscopic inspection found an insulation breach 535-538 mm from the terminal pin. Based on the location of the damage, the abrasion appears to have been caused by a calcified heart valve. Conductor resistance test passed. The ipg and lead meets specifications, therefore cpi could not confirm the allegation.